Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. No additional patient/ event details have been provided to date. Should additional information become available a follow-up report will be submitted. Note: this complaint involved five (5) separate dressings. A separate FDA form 3500 a has been completed for each dressing.

Event description:
It was reported five (5) aquacel foam dressings were used as a primary dressing on a grade ii (left) heel wound. At the time of application, the wound itself was not painful and was free from any infection. The patient's skin was not clammy and no emollients had been used. Over oa one week period, the nurse had to change the dressing frequently due to nonadherence of the dressing to the wound. The dressing was discontinued. No patient complications were reported as a result of this event.